Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous mid right coronary artery. The 8mm x 5.00mm nc quantum apex balloon catheter was advanced and was able to cross the lesion with slight resistance. Inflation of the balloon was attempted however, the balloon did not inflate. The physician suspected that the balloon had ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good